Event description:
Subsequent to the previously filed report a user facility medwatch (#2300530000-2021-8002) was received: "physician was deploying a perclose closure system when it failed to perform as per usual practice. The physician stats that when he removed the device, a significant amount of intima came out of the body attached to the device."

Manufacturer narrative:
Attachment: user facility medwatch (#2300530000-2021-8002) b3: the date of event was confirmed by the account to be (B)(6) 2021. The device was returned for analysis. The reported difficulty removing the device from the vessel could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic perclose proglide instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation likely did not contribute to the reported difficulties. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device via a 14f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, during removal of the device, there was resistance. The footplate was advanced and opened/closed multiple times. The device was then pulled out. It was noted the footplate had captured unknown tissue; arterial damage was observed with no excessive bleeding reported. The tavr procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.